Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a procedure on (B)(6) 2010 in which a morcellator was used. The patient claimed alleged injury due to parasitic fibroid.